Manufacturer narrative:
Other, UDI information is unknown. This MDR was generated under protocol b10009704. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, both plunger cases were broken and the bottom case was cracked. The technician performed occlusion test. The reported event was confirmed. The root cause of the reported issue was found to be combination of main board, motor assembly, leadscrew and clutch halves that were worn out from normal use as the pump was in use for 13 years. The main board, motor assembly, leadscrew and clutch halves were replaced. The technician performed occlusion and all functional tests, which the device passed.

Event description:
It was reported that a motor error occurred. No patient injury was reported.